Manufacturer narrative:
Integra has completed their internal investigation on november 01, 2017. Device history record reviewed for product ID a3059, serial # (B)(4) was manufactured on 23aug16 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. No new design or manufacturing trends have been identified. This issue will be monitored. Root cause analysis: unable to confirm or duplicate the end users reason for return as this device was initially sent in for routine maintenance and during this time we were not aware that it was involved in a complaint. This device has been serviced back to full working order and shipped back to the customer. An in service is being recommended and due to the nature of this reported failure the mayfield patient positioning for success chart has been provided.

Event description:
Pin slippage was reported. Additional information has been requested.